Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the external drainage device became disconnected and that the device was replaced to continue the patient¿s treatment. According to the report, the patient did not incur an injury and was in good condition following the event.